Event description:
A report was received that the patient is experiencing tenderness at the pocket site. The physician believes that the tenderness is related to a previous infection the patient had. (Refer to MFR report # 3006630150-2011-01279) the physician has decided to relocate the patient's pocket site.

Manufacturer narrative:
Additional information was received that the patient had a successful pocket revision. The pocket site was moved to a new location and the patient is reportedly doing well.

Event description:
A report was received that the patient is experiencing tenderness at the pocket site. The physician believes that the tenderness is related to a previous infection the patient had. (Refer to MFR report # 3006630150-2011-01279) the physician has decided to relocate the patient's pocket site.